Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer attempted to use the aviva system, but got an error message and then became incapable of treatment due to hypoglycemia in the next 24 hours. The customer was unresponsive. Reporter stated the paramedics were called, they obtained a 34 mg/dl on their system and treated the customer with glucose intravenously. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.